Event description:
As reported, the shuttle with sheath of a 5f mnyxgrip vascular closure device (vcd) was unable to be retracted back to the hub. The balloon had to be deflated to remove the device and manual pressure was held. There was no reported patient injury. A 5f non cordis sheath was used. The device will be returned for evaluation, along with 2 sterile devices.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle with sheath of a 5f mynxgrip vascular closure device (vcd) was unable to be retracted back to the hub. The balloon had to be deflated to remove the device and manual pressure was held. There was no reported patient injury. A 5f non-cordis sheath was used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The mynxgrip vascular closure device 5f used in the procedure, as well as two sterile units from the same lot involved in the reported complaint, were sent for investigation. Visual analysis was executed, and the non-sterile mynxgrip vascular closure devices 5f was received with the shuttle fully engaged. The advancer tube was returned retracted inside the sealant sleeves; however, the sealant was not present in the device, which could be attributed to a full deployment of the sealant. No damages or anomalies were observed along the body of the device. Additionally, the syringe used in the procedure was returned detached from the device. The sheath used was not returned. Visual inspection of the received sterile devices showed that they were received inside the original packaging along with the corresponding instructions for use (IFU), and syringe inside the packaging tray. Per functional analysis, the samples were inspected for functional testing and the results found no anomalies with the provided units. The returned products performed as intended per the mynxgrip IFU. As expected, the advancer tubes were protruded by manually retracting the procedural sheaths and shuttle cartridges back to the black handles. The advancer tubes were tested by executing a functional test of retrieving and protruding the advancement tube, and no issues were observed with the mechanism. The sealant deployment could not be tested with the non-sterile unit as it was not received with the device. During this analysis, no functional anomalies were observed with the returned devices, and they performed as intended per the mynxgrip IFU. The reported event of ¿sealant-device deployment jam¿ was not confirmed through analysis of the returned devices since the complaint product was received without the sealant or procedural sheath and there were no anomalies noted with the sterile devices. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analyses, it is not possible to determine what factors may have contributed to the issue reported, especially since there were no issues noted with the sterile devices received. However, it could be attributed to incomplete shuttle advancement as evidenced by the advancer tube still being inside the shuttle in the returned complaint device. According to the IFU, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in a device deploy issue. Neither the product analyses of the complaint device and sterile products, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.